Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation/correction h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional h6: type of investigation - correction, remove 4112 from initial MDR.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and no data was found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.